Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that 8 mm tenaculum forceps instrument had defective cables. It was stated that instrument had broken/loose cables along with a missing gear on the casing. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm tenaculum forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken input disk. The grip input disk at axis 6 was completely broken into pieces inside the housing. The grip cable for broken input disk was found to be dislodged and loosened at the distal end. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c or isifa2024-10-c as previously listed in section h9. Correction to section d : primary product batch/lot number was updated to n10200928 0011.

Event description:
Refer to h11 for follow-up information.